Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, no capture on the right ventricular (rv) lead was noted. The device was programmed to a different lead vector which resolved the loss of capture. The patient was stable with no adverse consequences.